Manufacturer narrative:
Added information to section b5, d1, d4 (model number, serial number, expiration date), d6, h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Through review of the medical article: "valve-in-valve tavr with bioprosthetic valve fracture and snaring technique in extreme horizontal aorta", the following event was found to be pertaining to an edwards device: an 88-y-o patient with this valve model 3000tfx21mm implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to degeneration leading to immobile and thickened leaflets and severe transvalvular gradients, as per transthoracic echocardiography findings (peak velocity of 4.63 m/s an mean pressure gradient of 53.95 mmhg). The patient was asymptomatic prior to the intervention. A 23mm non-edwards transcatheter valve failed to be implanted due to interference from the angulated aorta and the prior valve frame. Instead, a 25mm non-edwards transcatheter valve was successfully implanted within the edwards surgical valve using a snare-assisted technique. The procedure was successful and post-tavr 2de images demonstrated a reduction in both peak velocity (2.40 m/s) and mean pressure gradient (11.73 mmhg). The patient was noted as to be discharged from the hospital after the procedure.

Manufacturer narrative:
B3: date of event: the date of the event is unknown; however, the article was received for publication on june 5, 2025. Therefore, 05-june-2025 is used as the occurrence date. H11: additional manufacturer narrative: article citation: oh s, hyun dy, hong yj, ahn y, jeong mh, lee ks, jung y, kim jh. Valve-in-valve tavr with bioprosthetic valve fracture and snaring technique in extreme horizontal aorta. Korean circ j. 2025 sep;55(9):855-857. Doi: 10.4070/kcj.2025.0232. Pmid: 41044039; pmcid: pmc12505332. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of the medical article: "valve-in-valve tavr with bioprosthetic valve fracture and snaring technique in extreme horizontal aorta", the following event was found to be pertaining to an edwards device: an 88-y-o patient with this valve model 3300tfx21mm implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to degeneration leading to immobile and thickened leaflets and severe transvalvular gradients, as per transthoracic echocardiography findings (peak velocity of 4.63 m/s an mean pressure gradient of 53.95 mmhg). The patient was asymptomatic prior to the intervention. A 23mm non-edwards transcatheter valve failed to be implanted due to interference from the angulated aorta and the prior valve frame. Instead, a 25mm non-edwards transcatheter valve was successfully implanted within the edwards surgical valve using a snare-assisted technique. The procedure was successful and post-tavr 2de images demonstrated a reduction in both peak velocity (2.40 m/s) and mean pressure gradient (11.73 mmhg). The patient was noted as to be discharged from the hospital after the procedure.